Event description:
Stapler used to repair scalp laceration at bedside. Stapler obtained from ed as none stocked in unit. Test staple fired without difficulty, then once firing on scalp, stapler fired but did not release staple, causing stapler to become attached to the scalp. Required kelly clamp to manipulate the staple to remove the staple and stapler from patient's head. Stapler and lot number with [redacted name] on [redacted date]. Lot #j3a023ly, ref#8886803512, product: covidien appose slim body skin stapler -infor number not available. Manufacturer response for skin stapler, appose slim body skin stapler (per site reporter). Emailed medtronic rep on [redacted name].